Event description:
It was reported that the device exhibited occasional post-paced t-wave over-sensing via a review of remote transmission. No programming changes were made at this time. The patient was stable.